Manufacturer narrative:
The event is no longer considered a malfunction, and is now classified as a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device partially fired. A picture of the product was sent that shows poor packaging.